Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were multiple bottle side pressure sensor error codes (240.4150) on one device. There was no patient harm. The issue occurred at (B)(6) hospital.

Manufacturer narrative:
Additional information: h7, h9 correction: g5 (PMA/510(k) #). Investigation conclusion: the customer¿s experience with the system displaying multiple bottle side pressure sensor error code 240.4150.0 was confirmed during a review of the logs; however, the error was not replicated during testing. An error log analysis identified multiple (24 total) 242.4150.0 errors between the dates of (B)(6) 2019 ¿ the latest occurring on (B)(6) 2020, which was before the reported date of the event. The error code 240.4150.0 is associated to an upper pressure sensor malfunction with the source device. Although results from the pressure sensor malfunction test method showed the upper bottle side pressure sensor operating as intended, it is suspected that the pressure sensor may be experiencing intermittent failures. The device was being used for treatment. Device inspection: pump module was received with no instrument seal. Iui connecters were found to be dull. All other possible replacement parts were observed to be bd parts. Bezel date code: november 2017. Upper fsa pressure sensor date code 01619 (manufacture date, 2019 january). Root cause analysis: the proximate cause of the failed pressure sensor is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the source pump module service history record showed the device had a manufacture date of 07dec2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were multiple bottle side pressure sensor error codes (240.4150) on one device. There was no patient harm. The issue occurred at (B)(6) hospital. Although requested, no patient information was provided.

Manufacturer narrative:
Additional information: h7, h9 correction: g5 (PMA/510(k) #) investigation conclusion: the customer¿s experience with the system displaying multiple bottle side pressure sensor error code 240.4150.0 was confirmed during a review of the logs; however, the error was not replicated during testing. An error log analysis identified multiple (24 total) 242.4150.0 errors between the dates of 26 january 2019 ¿ the latest occurring on 15 april 2020, which was before the reported date of the event. The error code 240.4150.0 is associated to an upper pressure sensor malfunction with the source device. Although results from the pressure sensor malfunction test method showed the upper bottle side pressure sensor operating as intended, it is suspected that the pressure sensor may be experiencing intermittent failures. The device was being used for treatment. Device inspection: -pump module was received with no instrument seal. -iui connecters were found to be dull. -all other possible replacement parts were observed to be bd parts. -bezel date code: november 2017 -upper fsa pressure sensor date code 01619 (manufacture date, 2019 january) root cause analysis: the proximate cause of the failed pressure sensor is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the source pump module service history record showed the device had a manufacture date of 07dec2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were multiple bottle side pressure sensor error codes (240.4150) on one device. There was no patient harm. The issue occurred at toowoomba hospital. Although requested, no patient information was provided.